Event description:
Elderly female with history of type 1 db (diabetes), cad (coronary artery disease) and recent sob (shortness of breath) and edema. Procedure: diagnostic heart cath and pci (percutaneous coronary intervention). 2 kinks were visualized in the cordis, vista britetip catheter. Not used on patient.

Event description:
Elderly female with history of type 1 db (diabetes), cad (coronary artery disease) and recent sob (shortness of breath) and edema. Procedure: diagnostic heart cath and pci (percutaneous coronary intervention). 2 kinks were visualized in the cordis, vista britetip catheter. Not used on patient.